Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, no additional information was provided regarding patient or procedural factors that may have contributed to the event. However, the event is may be related to the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As noted in the tvt registry report, two days post procedure, the patient had a conduction/native pacer disturbance requiring a pacer (in hospital). At this time, no additional information regarding the conduction disturbance has been provided. Per case notes the CT area by site was 322mm square with dimensions of 17mm x 23mm and +26% over sizing for 23mm. The edwards 20mm x 4cm bav was prepped per IFU and utilized under rvp. The 23mm commander delivery system was prepped per IFU. S3 valve was positioned with bottom of center marker at base of cusps and deployed under rvp. Post deployment echo showed 80:20 placement with no pvl and no cai. Pre-procedure gradient by tee was 50mmhg and post procedure it was 8mmhg. The patient was extubated in the room and transported to the unit in stable condition.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the event is may be related to the patient¿s previous trifascicular block prior to tavr and/or the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As noted in the tvt registry report, six days post procedure, the patient had a ¿conduction/native pacer disturbance requiring a pacer (in hospital)¿. Additional information indicates that the patient presented with complete heart block. She was noted to have trifascicular block before her tavr, and had a temporary screw-in pacemaker placed for the procedure but she had no heart block after the procedure and this was removed at the time of discharge. However, she very clearly had symptomatic complete heart block following the procedure, so she was admitted to the ccu where a temporary transvenous pacemaker was placed. The next day, she had a permanent dual chamber pacemaker placed in the ep lab. This was uncomplicated. She was ambulating the next day and felt well. Cxr showed good device positioning, and interrogation revealed appropriate thresholds. She had no symptoms related to severe as or any valvular dysfunction,